Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened and there was intermittent power. The battery compartment was allegedly cracked, and the yellow o-ring was visible. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-sep-2019 with the following findings:.3. Dim pink screen observed. During investigation, the pump was returned with a cracked battery compartment and stripped cap threads. The returned cap was unable to secure and power on the pump. A test battery cap was able to secure enough in-order to maintain power. All above testing was performed with a test battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.